Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 02/07/2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced low blood glucose (bg) less than 70 mg/dl but over 40 mg/dl with inability to concentrate and shakiness. The patient reportedly self-treated with sweets/chocolate and remained on the pump. During troubleshooting, the reporter noted that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged bolus delivery discrepancy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: the delivered boluses were calculated for (B)(6) 2017 and the delivered boluses for each day correctly matched the total daily dose history. A review of the black box showed a ¿user canceled bolus¿ warning on (B)(6) 2017 at 22:12; 1.99 units of a programmed 3.00 unit bolus were delivered. The next recorded bolus was a 3.00 unit bolus on (B)(6) 2017 at 00:04. The black box indicated multiple manual suspends and resumes between (B)(6) 2017 and 02/08/2017. A ¿basal edit not saved¿ warning was recorded on (B)(6) 2017 at 13:01, indicating that the user attempted to edit the basal rate but did not save the edited settings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate; at the end of testing, the basal history correctly showed 2.0 units and the total daily dose correctly showed 48.0 units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed and accurately recorded in the bolus history, and the total daily dose history correctly showed 20.0 units. No errors, alarms, or warnings occurred during investigation. The keypad buttons were tested and no hypersensitivity or stuck keys were observed. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.